Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for improper use of the device. The exact root cause could not be determined. It is likely that failure to conduct an angiogram prior to deployment and patient conditions could have led to the reported adverse event. The device history record was unable to be reviewed since a valid lot number was not identified. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the physician incorrectly deployed the angio-seal device inside the profunda. The patient had to go to vascular surgery to have the device removed. The patient was doing well. The procedure performed was a coronary angio. There was no blood loss. Additional information was received on 09jan2025: a pre-deployment angiogram was not performed, they used touch knowledge. The patient was severely obese and initial access was difficult. The doctor did not feel resistance when they pulled back after the initial click. They believe they deployed it subcutaneously initially however, later it was found in the profunda under ultrasound. Ultrasound in vascular surgery followed by surgery removing the device from the profunda.

Manufacturer narrative:
D4: lot #: requested, unknown. D4: expiration date: unknown, as the involved product lot # was unknown. D4: UDI: unknown, as the involved product lot # was unknown. E3: occupation: fellow md. H4: device manufacture date: unknown, as the involved product lot # was unknown. The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.